Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the declarant reports the breakage of the shield, exposing the needle + holder mismatch with a risk of exposure to blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0318984. D.4. Medical device expiration date: 11/30/2022. H.4. Device manufacture date: 11/13/2020. H.6. Imdrf annex g grid: g04037 cover/ g06005 protector/shield. H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 15 retained samples were tested and the customer's indicated failure mode of separates was not observed as all samples were found within specification. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the declarant reports the breakage of the shield, exposing the needle + holder mismatch with a risk of exposure to blood.

Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the declarant reports the breakage of the shield, exposing the needle + holder mismatch with a risk of exposure to blood.